Event description:
It was reported by the manufacturer representative that the patient alleged that a ¿sacral nerve stimulator¿ caused permanent numbness in their legs during a procedure ¿about four years ago.¿ the manufacturer representative reported that the patient stated it was with their pain healthcare professional (hcp). It was noted that the patient did not indicate if the therapy was part of an evaluation or a permanent implant. The manufacturer representative reported that the patient stated "they put it in and had to take it out 24 hours later" due to the pain it caused. The manufacturer representative reported that the patient stated the device caused permanent nerve damage in their legs.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient was having a trial and at the end of the trial she mentioned this event that had occurred four years ago as an offhand comment. It was confirmed that this was a sacral nerve stimulator for pain.